Event description:
The customer reported, the image blooms during extremity case. Also, the customer could not retrieve pt data. No pt injury occurred.

Manufacturer narrative:
The service rep verified the image bloom and wash out on extremity application. He completed the camera alignment and test system operation. He verified the unit fluoro and image quality in mfg spec. Unit fully functional and operating as intended.